Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that diminished r waves and varying capture threshold were observed on the rv lead following routine generator changeout. Lead was extracted and replaced. Patient was stable post-procedure.